Event description:
The rep reported the device was used during a sigmoid colon resection. It was reported the tlh90 was fired distally on the severely dilated sigmoind. The tlh90 was closed and the colon was cut before the tlh90 was fired (this was done intentionally) after the cut the colon slipped out of the jaws of the tlh90 spilling bowel contents into the abdomen. It is unk how the procedure was completed. A linear cutter was used on the proximal bowel. 11/4/98 medwatch, #1601460000-1998-0001, rec'd stating "during a sigmoid colon resection, 90mm stapler placed on the colon and tightened down. The colon was then transsected with a knife. At that time, the 90 stapler let go of the tissue with the bowel falling out of the closed down stapler spilling feces into the peritoneal cavity."